Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42. Initially, there was no recurring issue after performing a pump reset guided by technical support. However, the error recurred, prompting a decision to replace the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to continue using the current pump as a backup to ensure uninterrupted insulin delivery.